Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was inserted for testing and was found to function properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2013: correction: investigation codes were inadvertently omitted for the original investigation results. Updated supplemental to add evaluation codes.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display screen issue. It was reported that the display was faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.